Event description:
It was reported that during a total lap hysterectomy procedure, the trocar seal was leaking. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.